Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional hernias x4. It was reported that after implant, the patient experienced infection, severe abdominal pain, groin pain, open wound, murky yellow fluid above the mesh, and fluid cavity. Post-operative patient treatment included revision surgery.